Manufacturer narrative:
The lot number was provided for 1 out of 2 malfunctions; therefore, a lot history review is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model nnu10lpt drainage catheter allegedly experienced fluid leak. This information was received from various sources. Of the two malfunctions, one involved a patient with no patient consequences. The patient was of (B)(6) years of age. There was no other provided patient information.